Event description:
The mayfield triad skull clamp (a1108) slipped. There was pt injury (unspecified). Additional clinical info has been requested however, no info has been provided.

Manufacturer narrative:
Based on the reported info and investigation of the returned product, the reported condition could not be duplicated for the slippage when the clamp was put under pressure. The 80 pound torque knob tested good under pressure. The ratchet extension arm had no visible cracks. The lock needed to be tightened and had a little rotational movement, but this would not have caused the slippage. The large starburst teeth showed some wear but was still functional and this would not have caused the slippage. The triad rocker arm passed the go nogo gage. All the other components were functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.